Event description:
Sheath used for access in stent delivery. Stent was introduced, deployed and delivery system removed. At this time it was noted that the radiopaque band was detached from the sheath. The radiopque band was retrieved without injury to the patient.